Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 15-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they were replacing the lead because the patient had multiple falls. It was noted that they went to test impedance intra-op the ins was too low to test impedances, so they tested using the test cable. It was stated that only one contact was getting motor response so they replaced the lead and ins. It was reported that when they were removing the old lead it broke; it ¿popped¿ right above the tines. It was noted that the healthcare provider was removing them ¿properly.¿ the revision occurred, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va10nad, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va10nad, ubd: 15-oct-2019, UDI#: (B)(4). Regarding the lead: lead was received for analysis (B)(6) 2018, the ins was not returned. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-33, lot# va10nad, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 15-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: it was clarified that the ins battery was dead from normal battery depletion, and the customer discarded it. Additional information was received from the manufacturer's representative.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va10nad, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 15-oct-2019, UDI#: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the product was returned through the mail for analysis b ut was not yet received. Product status was unknown. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va10nad, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. (B)(4) apply to lead (lot#va10nad) only. Analysis: analysis of the lead (lot#va10nad) identified that the {x} conductor(s) was/were broken in the body of the lead at or near the tines. All conductors were broken 5.0cm from distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# va10nad implanted: (B)(6)2015 explanted: (B)(6)2018 product type lead.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient said they fell two times, but the effect on the lead was unknown. The cause of the lead issues was not determined, but the cause of the ins being too low to test the impedances was that it was dead. No further patient complications are anticipated or expected as a result of this event.